Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 18mm amplatzer amulet left atrial appendage occluder was implanted in a patient using an amplatzer amulet delivery sheath. The activated clotting time (act) levels were between 250 and 350 seconds. There were 2-3 attempts to implant the device with going back to ball formation each time. Post implant, the patient developed pericardial effusion. It was unknown if treatment was provided. The user believed the pericardial effusion was caused by the 18mm amplatzer amulet. The patient was stable.

Manufacturer narrative:
An event of pericardial effusion after implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that there were 2-3 attempts to implant which may have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.